Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. This report is number 2 of 2 mdrs filed for the same event* (reference 0001825034-2017-00157).

Event description:
Patient underwent hip revision procedure due to unknown reasons. The modular head and poly liner were revised.